Event description:
It was reported that the patient presented to the emergency department following a remote transmission showing their implantable cardioverter defibrillator (ICD) inappropriately going into backup operation. Further information was requested and not received.